Event description:
It was reported that during an unk procedure, the stapling was not adequate, the staples did not form correctly. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.